Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unusual hissing sound.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran performance tests with test balloon and trainer. No unusual sounds were observed. Unit passed all calibration, functional, and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).